Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report the grounding pad did not turn green. Prior to calling in the customer tried two different grounding pads. Tse had the customer try a grounding pad on her and it still did not turn green. Tse reviewed the logs and found m-02 errors. Tse had the customer power cycle the erbe generator and m-02 came back at power up. The procedure was aborted to another da vinci system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) energized and cauterized, and all ports recognized instruments on the system. During visual inspection, the heat sink was found faded. The system logs showed no errors related to the failure. The iesu will be returned to the original equipment manufacturer.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of error m-02 is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted. This error can be resolved after power cycling the generator and/or checking the cable connection to the system.